Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2023 at 4:00 am, the patient experienced a seizure. The patient¿s parent called emergency medical services who treated the patient with nasal glucose and transported the patient to the hospital. At the hospital, the patient reported a headache, nausea which was treated with zofran and toradol. Once the patient was stabilized, the patient was release home later that day. The cgm/bg values at the time of the event were not provided; however, the parent reported an 80 ¿ 150 mg/dl point difference between the cgm and bg values. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.